Event description:
Abiomed japan conducted literature review and located paper entitled: "safety and effectiveness of an anti-xa-based unfractionated heparin protocol for impella percutaneous ventricular assist devices" in which the impella pumps were utilized from march 2018-october 2021. Of note there were ae listed: 2 major bleeds, 6 minor bleeds, 1 ischemic stroke, and 1 limb ischemia. All adult patients 18 years and older who required at least 12 hours of support with any impella device (rp, 2.5, cp, 5.0, or 5.5) between march 2018 to october 2021.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported limb ischemia, access site bleed, and stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia, access site bleed, and stroke could not be determined.